Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call, the esc button on the insulin pump wasn't working and the customer was unable to bolus. Customer's doctor stated the customer was active and the device might have been exposed to moisture. Customer's blood glucose was unknown. Customer is not returning the device for analysis.